Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. The electronic lot history record was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous de novo lesion located in the mid circumflex coronary artery. Pre- dilatation was performed with an unspecified balloon dilatation catheter. A 3.0x28 xience pro stent was deployed. A 3.0x12mm unspecified balloon dilatation catheter was used to post dilate the stent and a proximal edge dissection was noted. A 3.0x8 mm xience pro stent deployed proximally to the previously deployed stent to cover the dissection. There was no interaction of devices. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.